Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella rp flex placed to support a patient admitted in with right ventricle fibrillation and newly placed heartmate 3. The pump was placed but explanted when after low flows made the team question thrombus. There was an access site bleed/ooze that prompted the team to tighten the suture and place a new extra purse string suture. The pump was explanted after the flows dropped. The new pump was successfully placed and support proceeded.

Manufacturer narrative:
Based on investigation, the failure mode 'optical signal issue' was changed to 'placement signal issue'. The investigation of access site bleeding, low pump flow, and thrombus has been completed. The returned product was inspected and thrombus was observed on the impeller. The returned pump was received clamped down with forceps along the cannula. The pump passed the light continuity test and had 5s parameters within range. The pump passed electrical testing. Placement signal issue: the data logs show placement signal drifting up and pump flows drifting down. There were no motor current spikes outside p-level changes and motor current was stable. Cvp also stable and no psnr alarms were triggered. The pattern observed is characterized as a possible sensor drift. The pump was flow loop tested and dp sensor drift was reproduced in the lab. The root cause of the placement signal issue was determined to be sensor drift as evidenced by log pattern and issue reproduction on returned product. Low pump flow: no problem was found as the root cause of low pump flow. The data logs show motor current stability with no spikes outside p-level changes. Low pump flow concern was due to the effect of the placement signal issue (sensor drift) on the calculated flow causing user to suspect pump was not flowing at expected rate. Access site bleeding - major: clinical reported an access site bleed that needed tightening of suture and an extra purse suture. It is unknown if there was lack of forward suturing. The root cause of the access site bleeding - major was not determined as insufficient clinical information related to failure was provided h1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-28400.